Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter:-06.50; event problem and evaluation codes: (B)(4). Method code(s): (evaluation method): work order search. Results code(s): evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -06.50 diopter, in the patient's left eye (os) on (B)(6) 2015. Excessive vaulting was noted and the lens was explanted and exchanged on (B)(6) 2015 for a shorter length lens with a similar diopter. This resolved the problem.